Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.

Event description:
It was reported that a cuff lost pressure and the patient had to be taken to the emergency room where the ent physician had to replace the trach. He states that the patient has been trached and on a vent for 5 years. He states that the pressure loss was determined when the ventilator alarm went off. This occurred after a couple of hours of use.